Manufacturer narrative:
During instrument detection test, the recognition error was found, confirming the fault occurred in the field. Upon visual inspection, no additional issues were found that would be related to the reported event. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report monopolar instruments were not detected by the erbe generator. Site tried replacing the cable, restarting erbe generator, inserting instrument in different arm. They finished ongoing surgery in original configuration but cancelled the following ones. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: since bipolar was working fine, the surgery was completed with given erbe unit.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.